Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned test strips were measured with the current test strip master lot # 286 321 80 (recall). For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Testing results: vial 1 donor 1: retention meter and master lot strips: 2.5 inr, retention meter and returned strips: 2.5 inr, 2.6 inr, 2.6 inr. Donor 2: retention meter and master lot strips: 2.3 inr, retention meter and returned strips: 2.3 inr, 2.3 inr, 2.2 inr. Vial 2 donor 1: retention meter and master lot strips: 2.5 inr, retention meter and returned strips: 2.5 inr, 2.6 inr, 2.6 inr. Donor 2: retention meter and master lot strips: 2.3 inr, retention meter and returned strips: 2.3 inr, 2.4 inr, 2.3 inr. The maximum difference between measurements with the same blood sample was 4% returned customer material and retention material complies with specification.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). Patient 1 meter result at 3:14 pm was 3.7 inr and laboratory result at 4:00 pm was 2.8 inr. The therapeutic range was 2.5 -3.5 inr. On (B)(6) 2018, patient 2 meter result at 8:45 am was 5.4 inr and the laboratory result at 8:55 am was 3.7 inr. This patient was a (B)(6) female born on (B)(6). The therapeutic range was 2-3 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The patients were not anemic, took no other blood thinners, no known antiphospholipid antibodies, no known changes in diet, no recent illness, no known new medications, and no bleeding. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.